Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, patient presented to surgeon with severe backache several weeks post-op. Suspected sacral screws broke. X-rays was done. Screw was suspected to be broken. Revision surgery was booked. Intraoperatively sacral screw was shown to be broken. Screw removed and replaced. Products came in contact with the patient.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 5 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with ratchet marks near the origin of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
Product analysis: "microscopic examination revealed a fairly flat fracture surface with initiation of the fatigue fracture occurred at multiple locations, as shown by the multiple ratchet marks. The high cycle fatigue cracking propagated based through approximately 40% of the cross-sectional area of the bone screw as indicated by the peak of the convex striations. The path of the gently convex (fatigue) striations is indicative of uniaxial bending. Microscopic examination of the fracture surface identified transition from convex fatigue striations (beach marks) to overload through the remaining cross-section of the bone screw. Damage to bone screw is also noted. The above observations are consistent with cyclic fatigue."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.